Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2024. The most recent information was received on 28-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2022 she experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (subtotal hysterectomy + prophylactic laparoscopic salpingectomy done on (B)(6) 2023). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fibromyalgia or medical device removal. The reporter commented: diagnosed with fibromyalgia before understanding that it was the essure implants that were causing all of my issues. Nurses at home every day to ease my pain, pain injections twice a day. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 21-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2022 she experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (subtotal hysterectomy + prophylactic laparoscopic salpingectomy done on (B)(6) 2023). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fibromyalgia or medical device removal. The reporter commented: diagnosed with fibromyalgia before understanding that it was the essure implants that were causing all of my issues. Nurses at home every day to ease my pain, pain injections twice a day. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.